Event description:
New information received states that post-sensed t-wave oversensing was once again observed during follow-up. Programming changes were recommended and will be made during next scheduled appointment. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during device implant, post-sensed t wave oversensing due to a sudden drop in r wave amplitude was observed. During a subsequent follow-up, r wave sensing was stable during provocation. The device was reprogrammed. The patients condition was good.